Event description:
Boston scientific received information via the patient's remote monitoring system that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on left ventricular (lv) lead in all 6 pacing vectors. It was also reported that they cannot get an r-wave measurements and an increase in threshold measurement. Boston scientific technical services (ts) discussed options for troubleshooting. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined. R-wave measurements were able to measure after changing the lv sensing configuration to lv tip to can. The device output was also increased to mitigate the threshold issue. The clinic will continue to monitor the patient. At this time, this lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained that the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.